Manufacturer narrative:
(B)(4). Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There was no damage to the distal tip. There was deformation to the 6th and 7th distal stent segments . A sheath of similar dimensions could not be loaded over device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use one endeavor resolute (rx) drug eluting stent to treat a severely calcified and moderately tortuous rca lesion (17 mm) exhibiting 85-90% stenosis. The device was removed from its packaging and inspected with no issues noted. The lesion was pre-dilated. During the procedure, resistance was encountered during delivery. It was reported that the device failed to cross the target lesion and the stent struts were damaged in vivo during positioning. The physician replaced the device with a non-medtronic stent and completed the procedure without further complication. No patient injury was reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.